Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture at maximum outputs. The lv lead was explanted and replaced. During the extraction, the lead was destroyed. No patient complications have been reported as a result of this event.